Event description:
Additional information received reported that pump was back table primed as the physician did not want to change catheter, "based on his knowledge of the patient."

Event description:
It was reported that during a revision case the healthcare provider could not aspirate the catheter. Per the reporter the patient was not having any issues with therapy pre-operatively. The pump was exchanged for end of life of battery. The pump was used to deliver morphine. The patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# (B)(4), product type: catheter. (B)(4).